Event description:
An adc customer reported receiving an adc meter reading of 26mmol/l and compared that reading to a competitor meter reading of 2.3mmol/l. Customer stated during that time they experienced symptoms of dizziness and subsequently lost consciousness. Customer denied a change to their normal diabetic regimen prior to the reported event. Paramedics were called and customer was transported to a health care facility. In addition, customer could not recall the treatment provided or whether a diagnosis was made at the hospital. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's meter (B) (4) and strip lot # 0979601 were returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. A reading of 475mg/dl(26.38mmol/l) was found in the meter's memory on the day of the reported event. This is a final report.